Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensed noise and impedance issues. Rv lead was scheduled for revision, but the patient was occluded and will need to undergo extraction. Additional information indicates that there was an attempt to explant the rv lead due to fracture. The rv lead was not successfully explanted and was surgically abandoned. A new rv lead with a different model was implanted. No additional adverse patient effects were reported.